Manufacturer narrative:
As reported, the tension indicator window of 6f/7f mynx control vascular closure device (vcd) had a false reading. The false reading occurred when releasing tension; the tension indicator window wouldn¿t adjust. Button # 1 didn¿t fully depress and was only 50% of the way. The device was removed from the patient; however, it was noted that the distal end of the device was split. There was no reported patient injury. The device was stored per labeling and opened in sterile field. The device was prepped per the IFU. The type of procedure that mynx vcd was used in was an interventional peripheral procedure. The procedure used an ante-grade approach. The deployer is currently in training with mynx. The patient did not have any relevant medical history and no relevant tests or laboratory data. The mynx was used in conjunction with a non-cordis catheter, 4f and 6f non-cordis sheaths and a non-cordis stent. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was nothing unusual noted about the device prior to use. The device was pulled gently while retracting until black line in tension indicator aligned with the marker on the side. There was no force applied at any time during the procedure. The patient¿s hospitalization was extended for 4 hours because a closure device wasn¿t used. Hemostasis was achieved with manual compression applied for 25 minutes. The patient recovered from the mynx event. Other procedural details/patient information were requested but were unknown. The product was not returned for analysis. A product history record (phr) review of lot f2005101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿tension indicator incorrect indication¿, ¿atraumatic tip frayed/split/torn-in patient¿ and ¿mynx control button 1 frozen/locked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issues experienced. However, handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tension indicator window of 6f-7f mynx control vascular closure device (vcd) has false reading. The false reading occurred when releasing tension; the tension indicator window wouldn¿t adjust. Button # 1 didn¿t fully depress and was only 50% of the way. The device was removed from the patient; however, it was noted that the distal end of the device was split. Hemostasis was achieved with manual compression applied for 25 minutes. The patient recovered from the mynx event. There was no reported patient injury. The device was stored per labeling and opened in sterile field. The device was prepped per the IFU. The type of procedure that mynx vcd was used in was intervention peripheral. The procedure used an ante-grade approach. The deployer is currently in training with mynx. The patient did not have any relevant medical history and no relevant tests or laboratory data. Mynx was used in conjunction with non-cordis catheter, 4f and 6f non-cordis sheaths and a non-cordis stent. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was at the common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There was nothing unusual noted about the device prior to use. The device was pulled gently while retracting until black line in tension indicator aligns with the marker on the side. There was no force applied at any time during the procedure. The patient¿s hospitalization was extended for 4 hours because a closure device wasn¿t used. Other procedural details/patient information were requested but were unknown the device will not be returned for analysis as it was discarded.